Event description:
It was reported that after implant of the pulse generator, the device exhibited a sensing anomaly. Device reprogramming was performed and the issue was resolved. The patient was fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.